Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ pro pen needles were blocked during use. The following information was provided by the initial reporter: "patient informed us that no liquid is coming through the needle. That affects approx. One quarter of the used needles in the box."

Event description:
It was reported that an unspecified number of bd ultra-fine¿ pro pen needles were blocked during use. The following information was provided by the initial reporter: "patient informed us that no liquid is coming through the needle. That affects approx. One quarter of the used needles in the box."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.